Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 09-aug-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representatvie (rep) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the patient came in for normal battery replacement, when the physician opened the pocket, he noticed the catheter was completely severed, and the catheter was not connected to the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient is bed/wheelchair bound. The physician attempted to aspirate the catheter but was unsuccessful. Since the catheter was nearly 18 years old, the decision was made to replace the entire catheter. The catheter was replaced with 8780. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted:(B)(6) 2006, explanted: (B)(6) 2025, product type: catheter. Analysis identified that the suture ring on the catheter connector was broken. Visual inspection identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.